Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter, the patient's wife, contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately the month prior, the patient awoke during the night experiencing symptoms of low blood glucose levels. While symptomatic, the patient reportedly obtained the blood glucose reading of 'over 100 mg/dl' on the reported meter, and a reading of 50 mg/dl on a second meter. The patient then reportedly passed out. The patient's wife treated him with a glucagon injection. The patient uses an insulin pump to control his diabetes, and tests his blood glucose level more than four times per day. Troubleshooting revealed the meter was set to the correct unit of measure, and the patient was incorrectly cleaning the puncture site prior to performing the fingerstick. The meter, test strips and control solution were replaced. The patient obtained blood glucose readings on the reported meter that were high compared to his second meter, and that did not correlate with his symptoms. The patient allegedly experienced symptoms suggesting severe hypoglycemia and passed out, and received emergency treatment with glucagon. Although the alleged symptom of low blood glucose levels happened when the patient was taking his readings, he allegedly passed out thereafter. Therefore, this complaint is being reported.